Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator was powered on and the ventilator display was not visible. Bench testing revealed component f1 of the inverter board was out of specification. Carefusion replaced the inverter board to address the reported issue.

Event description:
It was reported to carefusion that the ventilator has a blank screen. It is unknown at this time whether there was any patient involvement associated with this complaint.